Event description:
It was reported the patient experienced a return of symptoms with a loss of therapeutic effect. Both devices were checked. The right side device was working with no problems, however, the left side device only showed the 9v and therapy on light, but no middle light. This occurred several times. The patient had been in a (B) (6). The hcp indicated a power on reset condition had shown up on the physician programmer. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).